Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they adjusted the patient¿s left side and the lack of stimulation resolved. The left side was going well and the patient had no problem anymore.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that while testing the impedances electrodes 0 through 7 were all above 10k ohms. Pairs involving 8 through 15 are all normal range, about 700-900 ohms. The patient had a fall about 4 months ago, and after the fall the patient only felt stimulation lightly on the patient¿s left side. The stimulation on the patient¿s right side is still feeling fine. Today the patient is not feeling any stimulation on their left side. It was reviewed the patient could attend a capture bilateral stimulation coverage using only one side, otherwise they would have to consider a possible revision. No further complications have been reported. No additional symptoms have been reported.